Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Reportedly, the customer experienced an elevated blood glucose (bg) level of 500 mg/dl to displaying as "high" and also reported that "she has a brain infection as her med condition". Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin and electrolytes. Treatment resolved the issue and there was no permanent damage. Customer could not provide their release date from the intensive care unit. Customer reverted to an alternate form of insulin therapy.